Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Based on the findings, root cause of the reported issue was due to electrical failure of the fsa pressure sensor. A review of the device history record showed the device had a manufacture date of 07jul2014. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device was beeping. No additional information was provided. There was no patient involvement.

Event description:
It was reported that the device was beeping. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
The affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that the device was beeping. No additional information was provided. There was no patient involvement.